Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Ablation of the pulmonary veins was performed and canalized with the farawave catheter. During anchoring of the left superior pulmonary vein (lspv), the guidewire would not move anymore, and the slider switch was additionally very hard to move. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The farawave catheter is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and a guidewire was able to be inserted through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no issue seen with the planarity of the splines. The reported event was not confirmed. E1: initial reporter first name - the full first name of the initial reporter was provided.

Event description:
It was reported that a stuck guidewire occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Ablation of the pulmonary veins was performed and canalized with the farawave catheter. During anchoring of the left superior pulmonary vein (lspv), the guidewire would not move anymore, and the slider switch was additionally very hard to move. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The farawave catheter was returned for laboratory analysis.